Event description:
It was reported that during the implant procedure, puncturing procedure was found to be difficult and pneumothorax was suspected. Various positions for the mapping were used to determine a position of the ventricular lead since it was difficult to obtain the sensed wave. The procedure was completed after placing lead in an appropriate position. Post implant of lead, it was noted that pericardial effusion had started to accumulate and an emergency device check was performed. It was determined to watch the patient carefully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).